Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle was intact. The device was received with the capsule bent and separated but held together by the polymer at the proximal end of the capsule. The deployment knob could be partially retracted and partially advanced, but as the capsule was bent and partially separated, the capsule could not be advanced or retracted. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame from the separation site to the proximal end of the capsule. During the attempted closure of the capsule using either the trigger or the deployment knob, the capsule appeared to bunch in on itself. During the attempted retraction of the capsule using either the trigger or the deployment knob, the capsule and the middle shaft folded over. The capsule separation site was jagged and uneven. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Seven attempts were made. As a result of the tension, the dcs capsule came apart. A bend above the capsule was also noted after the fifth recapture attempt. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. The evolut system instructions for use (IFU) instructs ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient¿. It indicates that the additional multiple recapture attempts may have contributed to the bend capsule. The subject dcs was returned to medtronic for analysis. Delamination was observed over the nitinol reinforcing frame from the separation site to the proximal end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The capsule was observed to have separated and bent at the proximal end of the capsule, confirming the reported event. The capsule bend observed on the returned device was severe, this is most likely a regular capsule break and then it got badly bent during return transport for analysis, as the device was shipped coiled in a bag. However, the cause of the bent in this event cannot be conclusively determined with the available information. There was no other evidence of damage observed on the subject dcs. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was unable to cross a previously implanted surgical valve with a dacron aorta. Seven attempts were made. As a result of the tension the dcs capsule came apart. A bend above the capsule was also noted after the fifth recapture attempt. Subsequently, a second dcs was used but was also unable to cross the previously implanted valve. Following this attempt a non-medtronic valve was used. No adverse patient effects were reported.